Event description:
It was reported that ater final x-rays on a 3-level acdf (c3-6) it was determined one level of screws was not in vertebral body but in disc space. The surgeon was comfortable that removing screws and not replacing would not compromise fusion. The 3-piece screw extractor tool was assembled and used. First screw was removed. Upon attempt of second screw removal the tip of the inner shaft screw extractor sheared off within the cruciform of the bone screw. The surgeon attempted to remove with other tools but because the shaft was in the cruciform he decided to leave it in as it posed no compromise to fusion or instrumentation.

Manufacturer narrative:
The device was confirmed visually to have a fractured tip. Manufacturing files were reviewed and no anomalies were found. Manufacturing review revealed a part that was approximately seven years old. The probable root cause is normal wear.

Event description:
It was reported that ater final x-rays on a 3-level acdf (c3-6) it was determined one level of screws was not in vertebral body but in disc space. The surgeon was comfortable that removing screws and not replacing would not compromise fusion. The 3-piece screw extractor tool was assembled and used. First screw was removed. Upon attempt of second screw removal the tip of the inner shaft screw extractor sheared off within the cruciform of the bone screw. The surgeon attempted to remove with other tools but because the shaft was in the cruciform he decided to leave it in as it posed no compromise to fusion or instrumentation.